Event description:
It was reported that pump module was inspected and observed with cracked door hinge and corrosion to the right side iui connector. This was observed by bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue of an door hinge cracked and iui corrosion was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.